Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip implant done on (B)(6) 2018. She reported she had a dislocation while she was sitting on the couch, she was taken to the ER where a closed reduction was done on or about (B)(6) 2018. Patient stated a few days after her visit to the ER, she started feeling pain, popping and locking sensation on her hip as well as swelling. This pi is for pain, popping and locking sensation and swelling.